Event description:
The customer is having an issue expressing milk from the freestyle. She says she has to turn it all the way up to express very little and the pump is causing discomfort. She says she has mastitis and currently on antibiotics for it (low or no milk expression - device/bs failure not evident). She notes that she is also using the symphony and she isn't having any issues expressing the milk with the pump.

Manufacturer narrative:
A replacement freestyle breast pump was sent to the customer and requested the defective breast pump be returned for evaluation. The defective breast pump has not been received at medela as of (B)(6) 2013. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. In the follow up with the customer on (B)(6) 2013, the obstetrician diagnosed her with mastitis and prescribed the antibiotic doxycycline. She was properly fitted for breast shields (30 mm). A medela clinician spoke to the customer on (B)(6) 2013 who stated her issues with pain and mastitis are resolved. She took a course of antibiotics to clear the infection. She has received the replacement freestyle sent by csr. She returned it to the retailer for a refund and purchased a pnsa instead. She finds the pnsa works 'much better' for her and she is pleased. This issue is resolved by appropriate medical attention and action of csr to replace product. Further clinical follow-up is not indicated. "Mastitis is usually a benign, self-limiting infection, with few consequences for suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).